Event description:
A physician reported that during a vitrectomy an ophthalmic forceps tip broke, subsequently falling into the anterior chamber and then onto the retina. Broken tip was removed during surgery from the eye. The surgery was completed after replacing the product with another one and there was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The customer provided video shows that one arm of the forceps breaks off while handling the haptics of the lens. The video was reviewed it was determined that the use of the forceps for intrascleral fixation of a lenses is outside of the intended use of the device and the procedure does not show any of the indications for use. During the use of the forceps for intrascleral fixation, the device sees significantly different stresses than during the surgeries it is designed for, which explains the breakage. The root cause for the customers reported event was determined to be use of the product outside of it's intended use. It is therefore categorized as use error, as the intended use and indications for use are outlined in the products directions for use (dfu). No action are required. The reported event could be associated to use error and is covered in the products risk management. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event the manufacturer internal reference number is: (B)(4).